Manufacturer narrative:
Batch review performed on 2-august-2019: lot 174500: (B)(4) items manufactured and released on 18-dec-2017. Expiration date: 2022-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event additional implant involved: screws: mpact 01.32.6545 cancellous bone screw, flat head ø 6,5 l 45 (k103721), lot. 115668d. Batch review performed on 2-august-2019: lot 115668d: (B)(4) items manufactured and released on 23-"ott"-2017. Expiration date: 2022-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721), lot. 180584. Batch review performed on 2-august-2019: lot 180584: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721), lot. 174522. Batch review performed on 2-august-2019: lot 174522: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional implant involved: screws: stem: amistem h 01.18.133 ha coated std stem size 3 (k093944), lot. 180005. Batch review performed on 2-august-2019: lot 180005: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857), lot. 178436. Batch review performed on 2-august-2019: lot 178436: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 1 month from the primary due to signs of an infection and the pathogen is staphylococcus aureus. The surgeon removed all hardware and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
The patient had permanent hardware implanted on (B)(6) 2020, about 7months after the revision surgery. The surgery was completed successfully.